Manufacturer narrative:
Section g4, PMA/510(k) number: corrected.

Manufacturer narrative:
Section d4, model number, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of corrosion damage on the 14v li-ion battery (serial number: (B)(6)) was unable to be confirmed due to the 14v li-ion battery not returning for analysis. Additional provided information stated that two 14v li-ion batteries in use were corroded, that the 14v battery clips and 14v li-ion batteries were replaced, and the serial numbers ((B)(6)) of the corroded 14v li-ion batteries. The root cause for the reported event was unable to be conclusively determined through this analysis. The 14v li-ion battery set (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on (B)(6) 2021, per material document and passed all manufacturing testing prior to being initially shipped outbound on (B)(6) 2022. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's history showed no external power alarms and the patient reported that it occurred while changing batteries, but the batteries were not fully depleted. Log file review confirmed no external power event on (B)(6) 2024 at 18:26 - 18:27. It seemed like the patient was changing to fully charged batteries at the time and it was noted that there were no external power events captured even though one of the power leads was still connected. Black lead was disconnected, and the white lead still showed connected. The emergency backup battery was enabled at that time as the system controller thought both leads were disconnected. It was also noted that 2 batteries had some corrosion and needed cleaning. Battery clips and batteries were switched out. Power cables were moved around while the patient was attached to see if alarm would replicate. The system controller was ultimately exchanged. The green pump running light was very dim and hard to see. There were no alarms since the controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.